Event description:
It was reported that a flo-gard infusion pump had an f86 alarm. It was not specified when in the process this occurred. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. Visual inspection, functional testing, an alarm log review and service history review were performed. The f-86 alarm was identified during functional testing and the alarm log review. The cause of the condition was determined to be a damaged central processing unit (cpu) board. To correct the condition, the cpu board was replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.